Event description:
Info rec'd on 10/5/2009 indicates that the pt reported in 2009; bladder sling placed in 2006, and have had problems ever since. In 2007 pt entered the hosp for revision, didn't help much. The device had caused pain, damage to the inguinal nerve, multiple ulcers leading to removal of parts of her vaginal wall. This had lead to removal of the sling in 2008. Pt is scheduled for yet another surgery in 2009.